Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 300 mg/dl. Pump supplies were changed and the occlusion was resolved. Later that day, bg was in the 400 mg/dl range. Contact administered a correction bolus via the pump. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Upon follow up, contact reported that the infusion set was changed and elevated bg was resolved.